Event description:
As reported, during a laparoscopic inguinal hernia repair procedure, two fasteners deployed from the bard/davol capsure fixation device were not positioned on the mesh and were removed. As reported, the surgeon was able to use the same device to complete the procedure without further issues. The device was discarded and there was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol capsure straight fasteners did not fixate the mesh and were removed from the patient. The subject device was discarded by the user facility and not available for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of 670 units released for distribution in (B)(6) 2021. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment, otherwise discard the device appropriately and use a new capsure¿ permanent fixation system. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿